Event description:
The pt experienced a headache and was unable to move his head/neck. He was admitted to the hospital. He was just implanted with a trial lead in the lumbar to t8 region. The only event that day was a "wet tap" during the epidural access. Upon admission, a CT scan revealed free air in the brain. He was ordered to lie flat. He was doing well and was expected to recover.

Manufacturer narrative:
(B) (4).